Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to replace the touch screen. Touch screens are interchangeable, and (liquid crystal display) lcds are not interchangeable unless they are the same version. Customer was provided with sb86600205a and sb86600003a. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. There was no patient involvement.